Manufacturer narrative:
A complete model #, catalog # , expiration date, UDI # is unknown as product serial number was not provided. The lens was not explanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a refractive surprise after implantation of the intraocular lens (iol). It was mentioned that the marks on the iol did not seem to be aligned with each other. The surgeon repositioned the iol. After repositioning, the outcome was good. It was also noted that there was a delay in the procedure. The iol remains implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.